Event description:
Customer reported that when weight is released from the sensor it does not send a signal to sound the alarm. No pt contact reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).